Event description:
It was reported that the bd luer-lok¿ tip syringe had scale marking issues. The following information was provided by the initial reporter: "scale error"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one loose 1ml syringe (p/n 309628) was received and evaluated. The syringe had a plunger rod with a stopper and a bd tip cap separated from it. The syringe had a skewed scale. The condition observed was non-conforming per product specification. Potential root cause for the skewed scale defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1081816 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe had scale marking issues. The following information was provided by the initial reporter: "scale error."